Event description:
The customer reports that two error codes were generated from the ventilator. One implies failed internal voltage supply and the other an open safety valve. The ventilator was not connected to a pt.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility.